Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had motor encoder position alarm. The blood glucose was unknown. The customer stated that the motor alarm was int the history as well. The device will be returned for the analysis.